Event description:
A user facility reported a saline bag back filled during recirculation mode. A patient was not connected to the machine at the time of the incident. The facility technician rebuilt the top cap of the air separator assembly to resolve the problem. The machine was returned to service and parts were not returned to the manufacturer for evaluation as the parts were discarded.

Manufacturer narrative:
(B)(4). Investigations findings to date indicated the reported malfunction occurred during recirculation and not during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they replaced the air separator/head cap and discarded the parts. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.